Event description:
Naming a file while using certain characters or character combinations like % followed by an integer in the gammaplan's dose-volume measurement dialog, could have unintended effects on the numbers displayed. In rare cases, the values could be shifted in the dialog so that, for example, a volume measurement (in cubic centimeters) could convert as a relative dose value (in percentage of max dose). However, the values will appear correctly on the printed plan.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Manufacturer narrative:
As has been reported by the customer, erroneous values can under certain circumstances be presented in the measurement dialog in leksell gamma plan 10.1.0. The treatment plan name was incorrectly displayed and some values that were expected to be displayed were not visible (min dose, max dose, etc). The manufacturer's analysis showed that the usage of the character '%' in a treatment plan name or the target name (typed in by the user in the application), can cause this problem. The user may input any name as the plan and target name and depending on the exact format, different unexpected behaviours might appear. The problem shall be corrected in the next released version of leksell gamma plan. During the investigation, the customer reported that they had experienced that the leksell gamma plan had modified the name of the plan they had used in "plan3" by adding the string "101%". The plan name became "plan3 101%. The log files and investigation have been unable to reproduce these set of circumstances. This is the manufacturer's final report.